Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The nurse reported an error code occurred five times during case. They recycled power each time, and the system worked until the end of the case. This prolonged the procedure and the pt complained of pain due to the increased time of the case. The subsequent case was cancelled. Additional info received from the nurse on 01/19/2007 stated the pt's eye was reddened and painful, but there was no vision defect.